Event description:
A peritoneal dialysis (pd) pt and a hospital nurse reported a leak during the pt's treatment. The pt was in a hospital recovery ward following hip surgery. She had brought her cycler from home for use. During drain 1, the cycler alarmed for "air detected in cassette". The pt disconnected from the cycler. The nurse stated that the leak was on the pt's bed and on the floor and may have been due to the pt disconnecting. The nurse assisted the pt to complete her treatment. The set was discarded. During f/u with the pt's pd nurse, it was reported that the pt's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.